Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 60% stenosed lesion in the left main coronary artery with moderate calcification. The 5x20mm nc trek neo balloon dilatation catheter (bdc) was used in the procedure. However, the hub of the bdc was noted to be very robust and difficulty was noted when fitting the pressure gauge syringe. After the balloon was inflated, the profile was found to be high making it difficult to retract the bdc into the guide catheter. After ballooning a leak in the left anterior descending (lad) was noted and a pericardial effusion was confirmed. Surgery was performed to drain the pericardial effusion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported loose/intermittent connection and difficulty removing the device could not be determined; however, the reported surgical intervention and hospitalization or prolong hospitalization appear to be related to circumstance of the procedure. Additionally, a conclusive cause for the reported patient effect of pericardial effusion, and the relationship to the product, if any, cannot be determined. The reported patient effect of pericardial effusion is listed in the coronary dilatation catheters (cdc), nc trek neo, instruction for use as a known patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: facility name updated from hospitaluniversitário cassianoantoniomoraes-hucam to unknown. E1: address updated from (B)(6) to unk. E1: city updated from (B)(6) to unk. E1: postal code updated from (B)(6) to unk. E1: phone number updated from +(B)(6) to ni. H6: medical device problem code 1316 removed, 1371 added.

Event description:
Subsequent to the initial report it was reported that the procedure was to treat a 60% stenosed lesion in the left main coronary artery with moderate calcification. No additional information was provided.